Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured. The lesion being predilated for stent placement was a calcified, 99% stenotic lesion in a tortuous apical lad coronary artery. It was noted that the physician met resistance during two initial attempts to pass this device through the lesion, so he exchanged it for a maverick2 monorail 15/1.5 with successful results. The physician, then, changed back to the maverick2 monorail 12/2.0 catheter again, but this balloon ruptured at 10 atms on the tenth inflation. (The number of atms reached with each inflation is unknown.) The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.